Event description:
It was reported that the device failed the user test and had two error codes in memory that relate to the therapy board pcb assembly, indicating a possible failure of the device to deliver the expected level of energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. The therapy board pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.